Event description:
As the phlebotomist was preparing to perform a venipuncture on a patient, the safety device came off of the 21g needle with the pre-attached holder. The phlebotomist engaged the needle in preparation to perform the venipuncture on the patient. This almost resulted in a needle stick for the phlebotomist.